Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the pulse generator exhibited false elective replacement indicator. A software downloaded was performed successfully and the device resumed normal functions. The patient was fine.